Event description:
It was reported that during a da vinci-assisted other urology surgical procedure, the customer informed the technical support engineer (tse) that a c-34 error occurred on the integrated electrosurgical unit (iesu) or erbe generator and monopolar energy no longer worked during use. The customer continued with the procedure using only bipolar energy with no further issues. No known impact or patient consequence was reported. A procedure delay was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error c-34 points to high frequency (hf) voltage too low in on state.